Event description:
Customer reportedly received results of 21 mg/dl and 74 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Case was in session. A loud bang was heard. Tee screen was blank. The probe could not be removed from the patient at the time; it was removed at the end of the case without harm to the patient.

Manufacturer narrative:
The event occurred in (B) (6).